Manufacturer narrative:
Investigation into this event by the field engineer found a bent probe. The fe replaced the probe. Post service qc results were acceptable. The service repairs have returned the analyzer to expected operation. The root cause of the event was instrument related.

Event description:
A customer observed that a bent probe on the ortho provue analyzer led to improper aspiration. Improper aspiration could lead to potential erroneous test results and possible transfusion of incompatible blood. There was no report of harm as a result of this event.